Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The device was found to be in backup vvi reset mode. A device download was performed successfully. The device remains implanted.